Manufacturer narrative:
Age at time of event: (B)(6) years old. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with stable angina. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 90% stenosis and was 34 mm long with a reference vessel diameter of 3.0 mm. The target lesion treated with direct stent placement using a 3.00 mm x 38 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient died due to natural causes.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication results. Per death certificate the immediate cause of death was due to natural causes and other significant conditions contributing to death but not resulting in the exact cause of death were diastolic heart failure, hypertension, rheumatoid arthritis, breast cancer, crohn's disease and coronary artery disease. It was confirmed by the site that the patient was last seen on in (B)(6) 2016.